Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp), with endoscopic sphincterotomy (est), and endoscopic papillary balloon dilation (epbd) procedure performed on (B)(6) 2018. According to the complainant, during unpacking, the tip of the basket detached prematurely. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Visual evaluation of the returned device found that the basket tip was properly formed and attached to the basket wires. The returned device does not have any evidence of damage. Functional evaluation found the handle operation was smooth and the basket would retract and extend. The review of the returned device showed no evidence of either the alleged issue or any defect that could have contributed to the reported event. Therefore, a definitive root cause could not be determined. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp), with endoscopic sphincterotomy (est), and endoscopic papillary balloon dilation (epbd) procedure performed on (B)(6) 2018. According to the complainant, during unpacking, the tip of the basket detached prematurely. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".